Event description:
During laparoscopic hysterectomy the 5 mm balloon port balloon popped during surgery. Surgeon replaced port with an additional 5 mm balloon port. Patient procedure continued as planned. Broken port saved to show management.